Event description:
On (B)(6) 2013, the reporter stated that occupational nurse at (B)(6) called to report that a needle broke off in abdomen of a consumer. Additional info on (B)(6) 2013, the consumer stated that they went to the hospital for x-rays. The needle was found however the doctor did not want to probe. A tetanus injection was administered and was instructed to leave the broken piece of the needle alone.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.